Event description:
In 2008, the pt reported that her blood glucose has been as elevated 600 mg/dl this week. Typically her blood glucose "averages out to about 250 mg/dl". She stated that she has gastroparesis and is going through menopause. Due to the gastroparesis she has a port in her stomach to receive nutritional supplements. She stated that she is also currently taking sleeping pills. The pt was confident that the time and basal rates were accurately programmed on the infusion device. She changes her infusion site every 3-4 days. She was advised to change the infusion site every 3 days. Troubleshooting did not reveal any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.